Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Component analysis confirmed that the metal part got rusty. The device had been used for approximately three months. Omsc assumed the reported event was caused by the insufficient reprocessing. If additional information becomes available, this report will be supplemented.

Event description:
The stockcock of the device got rusty. There was no report of patient injury associated with this event.